Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller and door roller pin were missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller and door roller pin were missing. The device was returned to the biomedical department with a note indicating that the device does not function. No specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information provided.